Event description:
It was reported that during a data review, it was determined that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently delivered an inappropriate shock due to t-wave over-sensing during an atrial fibrillation (af) episode. The physician performed the automatic set-up tool, and it was determined that only the secondary sensing vector was viable. The conditional zone was also increased from 200 bpm to 220 bpm, and the device data was forwarded to boston scientific technical services (ts) for review. Ts stated that there have been 4 treated episodes since 2023 that are likely inappropriate, due to fast af with a rapid ventricular response (rvr). There were also three untreated episodes with a similar rhythm morphology. During one episode, there was also evidence of appropriately marked baseline myopotential noise. Additionally, the impedance measurements were noted to be in-range. The physician had also alleged potential rhythm acceleration due to a shock onto the t-wave, but the data for this event was not provided for review. Ts recommended assessing whether the patient was symptomatic during these events, as well as potentially performing diagnostic imaging to rule out a system migration. Recently, an appointment was scheduled to perform a system integrity check, but the patient did not attend. It was noted that the patient travels frequently due to work and did not answer multiple phone calls. Should any new information be provided in the future, this record will be updated. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that during a data review, it was determined that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently delivered an inappropriate shock due to t-wave over-sensing during an atrial fibrillation (af) episode. The physician performed the automatic set-up tool, and it was determined that only the secondary sensing vector was viable. The conditional zone was also increased from 200 bpm to 220 bpm, and the device data was forwarded to boston scientific technical services (ts) for review. Ts stated that there have been 4 treated episodes since 2023 that are likely inappropriate, due to fast af with a rapid ventricular response (rvr). There were also three untreated episodes with a similar rhythm morphology. During one episode, there was also evidence of appropriately marked baseline myopotential noise. Additionally, the impedance measurements were noted to be in-range. The physician had also alleged potential rhythm acceleration due to a shock onto the t-wave, but the data for this event was not provided for review. Ts recommended assessing whether the patient was symptomatic during these events, as well as potentially performing diagnostic imaging to rule out a system migration. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.